Manufacturer narrative:
The intraocular lens was removed and replaced during the same procedure. (B)(4). Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search revealed that no other complaints were received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the trailing haptic was missing or detached when delivering the intraocular lens (iol) model pcb00 +22.5 diopter, into the patient''s right eye (od). Reportedly, the iol had to be removed and replaced with a new iol (zcb00, +22.5 diopter). The incision was enlarged. The patient was reported doing very well and the best corrected visual acuity (bcva) was 20/25 after one (1) week post-op. There was no treatment or prescription given to the patient outside the normal post-op. No additional information provided.